Manufacturer narrative:
As of 02/10/2021 aso evaluated unused returned and retained samples of the same lot with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report, received by aso on 01/13/2021 consumer stated that both her husband and daughter had a reaction and got an infection were the product had been placed. She stated they thought medical attention. For this report, we will refer to her husband. Please refer to the daughter on report: 1038758-2021-00004. The completed customer information request (cir) received from the consumer on 01/29/2021, stated that the issue was with the pad area. She added that the affected area was treated with antibiotic cream and alternative bandages. She added the symptoms corrected but there is still scarring. Consumer returned two different products (one manufactured by aso and one manufactured by an unknown supplier identified by made in china on the returned box). Consumer noted that both products caused the reaction. Only one of the products is manufactured by aso, therefore our investigation was performed based on this specific product.